Event description:
It was reported that the patient received an inappropriate shock during an electrostimulation treatment procedure. Following the procedure, the patient heard an audible alarm from the implantable cardioverter defibrillator (ICD) and it was noted the ICD exhibited power on reset (por) and early elective replacement indicator (eri). The ICD was later interrogated and the battery longevity was restored to expected measurements. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Product event summary: further information was received, which indicated the implantable cardioverter defibrillator (ICD) showed an incorrect remaining longevity estimator and a discrepancy between the battery longevity and the battery voltage was observed. There were also no histograms in the device memory and data for the pacing and sensitivity percentage was not available. It was noted the programmer software was not updated, resulting in incorrect longevity estimates. The programmer software was then updated, which yielded accurate device data and the ICD remains in use. No patient complications have been reported as a result of this event.

Event description:
Further information was received, which indicated the implantable cardioverter defibrillator (ICD) showed an incorrect remaining longevity estimator and a discrepancy between the battery longevity and the battery voltage was observed. There were also no histograms in the device memory and data for the pacing and sensitivity percentage was not available. It was noted the programmer software was not updated, resulting in incorrect longevity estimates. The programmer software was then updated, which yielded accurate device data and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).